Event description:
It was reported there was a power-on-reset (por) condition in-box prior to implant. It was reported the por was cleared and they proceeded to implant. Three days later, it was reported there was no debugging. It was stated the device worked well and the patient was getting good coverage and was happy.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).